Manufacturer narrative:
The manufacturer previously reported a patient passed away while on a trilogy device. The device was returned to the manufacturer for evaluation. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.

Event description:
The manufacturer received information indicating a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete."